Event description:
A customer reported experiencing a cartridge alarm 20 while using their pump during the pumping process. The customer's blood glucose level was displayed as "high," but a specific value was not available. To address the high blood glucose level, the customer administered a correction injection via multiple daily injections (mdi). There was no need for third-party assistance, and it was noted that the customer had previously experienced similar cartridge alarms on several dates. Technical support decided to replace the pump to resolve the issue. Reportedly, customer reverted to manual injections for insulin therapy.